Event description:
Procedure: hernia repair. Reportedly, it appeared that the balloon had begun to come apart. There was no indication that the device was used on a patient or that there was any injury to a patient.